Event description:
It was reported in 2009, that the pt partially exited the kinair medsurg bed. According to the initial reporter, the hosp staff thought that the brake for the kinair medsurg was properly engaged; however, the bed allegedly moved unexpectedly while turning the pt. The pt's leg allegedly slipped off the bed and hit the kinair medsurg side rail. The pt allegedly sustained a laceration that required six stitches to the lower leg. Three days later, it was reported that the pt was in stable condition and, the alleged laceration was resolving after the pt received stitches to close the wound.

Manufacturer narrative:
The kinair medsurg bed was returned to the kci service center in 2009. Evaluation of the device, including its brakes and casters, determined that the unit's operation and function was normal; no malfunction or defects were noted. The brake/steering system uses a common hospital bed brake and steer lock pedals. Instructions for use are currently located directly on the pedals as "brake" and "steer". The brake system is activated by depressing the brake pedal; the casters lock without regards to caster position.